Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and it appeared that the damage occurred during use. One guidewire from a peg kit was returned for investigation. The core wire broke near the distal weld tip. The break exhibited an uneven and granular surface. The core wire exhibited necking at the break site, which is consistent with a break due to tensile stress. The break allowed the distal end of the coil wire to stretch over the core wires. The coil wire stretched approximately 95 cm beyond the broken end of the core wire. The distal 48 cm of the coil wire remained tightly coiled. It was reported that the guidewire was damaged prior to use; however, the entire guidewire had been removed from the hoop. The hoop was not returned for investigation. It is possible that the guidewire was subject to tensile stresses while trying to remove the wire from the hoop. It is unknown if this was a factor, but the IFU indicates to remove the guidewire retaining plug from the hoop before pulling the guidewire from the retaining hoop. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was damaged prior to use. No patient involvement.